Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. (B)(4). The field service engineer (fse) evaluated the unit and found that the issue was the humidifier. The fse replaced the humidifier to address the reported issue. The fse states that the unit is ok and no problem with the device. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is alarming. There was no patient involvement.